Manufacturer narrative:
This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (there is no report of it), but since the information initially received could be interpreted as the device not having performed as intended. The customer stated that there is no correlation between the mattresses and patients falls. Currently we are evaluating all the information gathered. Once the conclusion is available a follow-up report will be provided.

Manufacturer narrative:
Arjo was notified about patients fall from arjo atmosair 9000a mattresses and non-arjo bed frame horizon 9.1 from sizewise. 12 incidents have been reported by one facility - the green home. In 5 cases patients sustained major injury, however injury outcome was not provided by the customer. This is the ninth report out of twelve (3007420694-2018-00237, 3007420694-2018-00238, 3007420694-2018-00239, 3007420694-2018-00240, 3007420694-2018-00241, 3007420694-2018-00242, 3007420694-2018-00229, 3007420694-2018-00230, 3007420694-2018-00232, 3007420694-2018-00233, 3007420694-2018-00234). The customer stated that side rails were not used for those patients because of their medical condition. All had dimension and as per the customer's policy patient needs to be able to cognitively understand how to use side rails. The customer stated that there is no correlation between the mattresses and patients falls. There was no reports of mattress failure. The product instruction for use (IFU) # 407384-ah rev d warns about the use of side rails with the mattress: "use or non-use of restraints, including side rails, can be critical to patient safety. Serious or fatal injury can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints" "caregivers should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of the bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency". "To minimize risk of falls or injury, the bed should be in the lowest practical position when the patient is unattended". " whether and how to use side rails or restrains is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocol in mind." "Consider the use of bolsters, positioning aids or floor pads, especially with confused, restless or agitated patients". In summary, the mattress was used for a patient treatment when event occurred, thus played role in the incident. It was confirmed by the customer that the mattress did not cause or contribute to patient fall. The falls were unwitnessed therefore the exact circumstances are unknown. We report this incident due to allegation of patient fall.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration#(B)(4)). From november 2012 until 2014 complaints related to this product were handled by arjohuntleigh inc. And any medwatch reports were submitted under registration #(B)(4). From november 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).

Event description:
Arjo was notified about 12 incidents of patients fall from the arjo atmosair 9000a mattress and non arjo bed frame - horizon 9.1. The customer indicated that there were 5 incidents with major injuries and also claimed that residents wounds have doubled. None of the falls were witnessed, the patients were found on floor. The customer did not indicate any fault with arjo product, they stated that each resident is assessed for side rail use. However, the customer policy was to either remove side rails or to tie them down. New bed frames were not delivered with side rails, either. In terms of reported patients falls, the customer indicated that none of the 12 residents had side rails, because patients need to be able to cognitively know how to use a side rail and their patients had dementia and could not verbalize the usage. This is 9th out of twelve incidents reported.